Event description:
Baxter svc ctr reports moisture in the pneumatic system of a returned homechoice machine. Historical info regarding "moisture in the pneumatic area" indicates the failure to be a leak in the cassette of a homechoice set used for apd therapy. No pt injury or medical intervention was reported at the time of device return.